Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was fully fired. The anvil clamping mechanism was deformed. Pmv performed functional testing which included the reload was loaded into a post market vigilance (pmv) instrument (0178) for functional evaluation. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reload was applied to test media. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device failure and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open sub total gastrectomy procedure. For the first firing for the open stomach resection, used a powered handle and a reload. The surgeon articulated the jaws with the maximum angle, clamped the tissue and fired the device. However, some of the staples were malformed. The firing speed did not slow down. Additional tissue resection was required due to the issue. Replaced by a new reload and the additional resection was completed with no problem. As the resected tissue was part of the lesser curvature of the stomach side and it was scarred, it may have been hard and thick. The status of the patient is no problem.